Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 215-297 mg/dl. The customer reported testing for a moderate amount of ketones and administered a manual injection to address their bg. Reportedly, an obstruction on the pump was removed and insulin delivery was resumed.